Event description:
It was reported that during the process of powerpicc solo catheterization, the PICC outpatient teacher found that the guidewire pulled out was not smooth, a little rough, and the surface was similar to the presence of waxy substance. No other information provided, at this time. It was reported this occurred with 5 devices. This report addresses all 5 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign matter on the stylet is confirmed but the root cause remains unknown. The product returned for evaluation was one 4fr sl powerpicc catheter with internal stiffening stylet. Additionally, three photographs were provided for evaluation. It was not possible to determine if the photographed device was the same device that was physically returned or if the three photographs were of three different stylets. Therefore, the three photographs will be investigated as one separate device. Physical sample: a gross visual inspection of the returned unit found that the stylet had a white substance scattered along the length of the stylet. Inspection of the white substance under a microscope found that the material appeared bunched and peeling. Additionally, the material appeared to partially coat the stylet wire. The observed features indicated that the substance was likely the hydrophilic coating applied to the stylet during manufacturing. The coating was delaminated; however, the investigation did not identify any evidence to determine what caused the delamination of the coating. Potential factors which may have contributed to the observed defect include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Photographed sample: use residue was seen on the catheter in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.